Manufacturer narrative:
(B)(4). Batch # r58n88 . Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: you mentioned that the surgeon was not happy with the staple line of the first reported stapler. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? The surgeon has said that 3 rows of staplers were deployed either side of the cut line and they appeared to be properly 'b' formed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. You mentioned that the surgeon was not happy with the staple line of the first reported stapler. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line?

Event description:
It was reported that the surgeon is a thoracic surgeon and an experienced echelon user. He selected the black cartridge and as he fired the gun felt that the noise made by the motor didn't sound as it usually does. The blade did not return to the housing unit and he had to use the reverse button. He was not happy with the staple line and requested that be reported as a faulty product. Another pcee60a device was opened and a black reload was selected. He fired the device (note-the surgeon and staff all confirmed that he waited the recommended 15 seconds) the blade moved forward and then became jammed. He reported that the reverse button did not work on this occasion and the device was completely stuck. He then used the manual override and was able to remove the device from the patient. They continued using an endo gia covidien product as the surgeon feels there is an issue with this lot/batch of pcee60a.